Event description:
Same case as: 6000089-2007-01176. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel rupture occurred and post the procedure, a pt death occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous, proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm non-bsc balloon, inflated 3 or 4 times for 10-15 seconds at 8-10 atm. Ivus showed the lesion was 35 mm in length and the diameter was 2.7 mm (proximal) and 3.5 mm (mid). A 3.00x20 mm taxus express2 drug eluting stent was placed int he distal lesion, inflated twice for 10-15 seconds to 12 atms. A 3.50x20 mm taxus express2 drug eluting stent was placed in the proximal lesion, overlapping the 3.00x20 mm taxus stent, inflated once for 10-15 seconds to 12 atms. Angiography showed the overlapped area was not fully expanded. Then physician inflated the 3.50x20 mm stent balloon once for 10-15 seconds to 16 atms and the vessel ruptured. Hemostasis treatment was performed with a non-bsc perfusion balloon. Pericardial drainage was performed and an echocardiogram showed the blood was removed. Angiography identified a thrombus in the proximal left circumflex to the left main. A guidewire was inserted but the blood flow was not improved. A symptom like apoplexy developed and the procedure was stopped. The pt had pcps (percutaneous cardiopulmonary support) and was administered "cardiac," but fell critically ill. The pt died later the same day. Medications given: heparin and protamine. According to the physician, "the cause of death is myocardial infarction or cardiac tamponade due to the stenting. And due to excessive inflation of stent balloon, coronary artery ruptured. After taxus implantation, we performed poba again on my own judgment. The cause of thrombosis is that 'deacidification' of heparin occurred following administration of protamine, and possibility of use of perfusion balloon hasn't been ruled out. We have no idea about relationship between thrombosis and cerebrovascular.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.